Event description:
The covidien representative in (B)(4) received a report that a customer had a tracheostomy tube where the balloon was leaking. The patient required a non-routine change (re cannulation) of the tube. No other information was provided.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed.